Event description:
Event description cpi received information that during the implant procedure of this implantable pulse generator (ipg), 'one of the seal plugs came out complete with 'o' ring'. The physician elected not to implant the ipg.